Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported high blood glucose of 501 mg/dl; treated with bolus with the insulin pump. Customer stated she was receiving sensor error alerts. Customer stated there is no damage to the connection bridge or pins. Transmitter passed the test plug procedure. Customer also stated that she sometimes receives weak signal alerts. Blood glucose value went down to 490 mg/dl. Customer declined to troubleshoot as she stated it was because she had dessert. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, showed that it was functioning properly and passed all functional testing however, found the sensor cannula was bent. We are unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.